Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 274 mg/dl. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to manual injections for insulin therapy.